Event description:
Prior to a whipple procedure, the nurse said a plastic piece was on the jaw of the instrument. Removed from package and saw plastic piece. Instrument never used on pt. No pt consequence.